Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) stopped providing readings to the ilet, after which the user entered the pairing code incorrectly and the agent guided the user to select the correct sensor type, restart the ilet, and submit the correct pairing code to successfully pair. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included troubleshooting and user education regarding correct sensor selection and pairing workflow. Investigation of this case revealed user error related to incorrect pairing code entry, resolved by entering the correct pairing code and completing pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error.